Event description:
The ceramic portion of the working end of the mitek vapr angled side effect electrode broke off into the pt. All was retrieved and there was no consequence to the pt. However if this were to recur and the broken fragment not retrieved from the pt it is possible that there is potential for pt injury. Because of this potentiality this MDR is being filed to document this event.